Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keeps squirting out insulin and won't prime. The customer¿s blood glucose level was 190 mg/dl at the time of the incident and current blood glucose was 200 mg/dl. The customer also reported that the insulin was squirting during manual prime process. Customer states they were wearing the insulin pump during priming. The customer stated that the drive support cap was normal. Customer states insulin did not continue to drip after letting go of the act button. Customer stated that the motor did not slow down nor did numbers ramp up on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.